Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotalink burr catheter with the returned rotawire in the burr catheter. The rotawire was removed with some restriction due to the kinked wire. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the burr revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and wire rotated together. The target lesion was located in the severely calcified middle left circumflex artery. A 1.50 mm rotalink burr and 330 cm rotawire were selected for use. During the preparation outside the patient, it was noted that the guidewire and the burr were found rotate together. The burr became stuck on the wire. The procedure was completed with another of the same device. No patient complications reported. Patient was stable post procedure.

Event description:
It was reported that the burr and wire rotated together. The target lesion was located in the severely calcified middle left circumflex artery. A 1.50 mm rotalink burr and 330 cm rotawire were selected for use. During the preparation outside the patient, it was noted that the guidewire and the burr were found rotate together. The burr became stuck on the wire. The procedure was completed with another of the same device. No patient complications reported. Patient was stable post procedure.